Manufacturer narrative:
The (B)(6) in japan discarded the impella pump product after explant. The cva was diagnosed after pump explant. The exact time of the stroke could not be determined as the patient was sedated during the entire time of the impella support, and as such the causality could not be proven or denied. Further clinical details have been asked but, not yet furnished. Root cause can not yet be determined. Should a cause be determined, a final report will be forthcoming. The failure mode will be monitored and trended.

Event description:
The (B)(6) in japan had an impella cp support ongoing for a patient in cardiogenic shock and having a coronary angioplasty. The support was for a day when the pump was explanted. On the day of explant an embolic stroke (cva) was noted. The causal relationship of the cva to the pump explant could not be proven or denied.